Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a si joint fusion case, the navigation system was unable to see the left side imaging system trackers. User rebooted the navigation system and the mvs/ias with no resolution. User manipulated the camera to see if changing the distance and angle would resolve the issue. It did not, so user switched the camerato the right side trackers on the gantry and that resolved the issue. This caused a 10 minute delay to surgical time, but no other patient impact. Issue was discovered intra/peri-operatively.